Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported having sensitivity with their top molar and irritated gums. The patient stated that the cap on a molar fell off because of the aligner. They said that the aligners are causing gum sensitivity and discomfort. They are asking if they can only wear the bottoms. The patient was advised to see the doctor of dental surgery for the crown that came off and explain that she needs to wear the upper and lower aligners. On a later date the patient stated that the sensitivity is worse and that she is looking at having a crown and possible implant procedure done.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.